Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
The customer¿s report of a leaking tubing was not confirmed. Visual inspection of the set noted no holes or tears on the tubing and no cracks, crazing or breaks on the components of the set. There were no other anomalies observed. Functional and pressure testing was performed and there was no leak. The root cause was not identified.

Event description:
Customer reported fluid leaked from the extension set at the luer-to-tubing engagement. No patient harm reported.